Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via log file analysis. The heartmate mobile power unit (serial #: (B)(4)) was not returned for analysis; however, log files were submitted for review spanning 3, 2, and 4 days respectively (04jun2021 ¿ 08jun2021, 09jun2021 ¿ 11jun2021, and 12jun2021 ¿ 16jun2021 per timestamp). On 14jun2021 at 06:20:22 - 06:21:23 and 06:23:42 - 06:23:52 there were atypical losses of ac power while connected to the mobile power unit (mpu) that caused no external power alarms. The backup battery provided power during these events and the events cleared when ac power was restored. There were no other notable alarms in the log file related to the reported event. Pump operation was not affected. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications prior to being initially shipped outbound on 09mar2021. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were no external power events on (B)(6) 2021 due to a loss of external power to the mobile power unit (mpu). It was noted that the mpu was operational as of (B)(6) 2021 and had a v-lock connector on the a/c power cord. It was unknown if the power cord came loose at the outlet or the back of the unit. There was no known environmental circumstance that would have effected a/c power at the time of the event.